Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, it is presumed from investigation result that fibers, based on cellulose used at the user facility, were remained. The cellulose based fibers are presumably the paper towel and/or the gauze, which has been used in reprocessing. And the fibers might have entered into the nozzle during reprocessing. But the exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the cleaning and the inspection of the subject device for repair at olympus (B)(4), it was found that there were fibers of an unspecified cleaning brush in the air/water nozzle outlet. There was no report of patient injury associated with the event.